Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011. (B)(4).

Event description:
Per the clinic, the patient experienced intermittent connection to the internal device. Explant and reimplantation is planned but had not taken place at the time of this report, (B)(6), 2011. The implanted device remains.